Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported having trouble with his insulin infusion head set kinking. He stated he has only noticed this issue on the last box he has used and it seems to happen more when he is active. He stated his insulin device gives an occlusion message and then he discovers the head set is kinked. The patient stated he replaced the head set this morning and then was very active. He said that at lunch his blood glucose reading was 232 mg/dl with his normal range being 100-140 mg/dl. He stated he did not have any high blood glucose symptoms. The patient stated that he received an occlusion alarm when he tried to bolus. He then removed the head set and noticed it was kinked. He stated he changed out the tubing and his blood glucose returned to normal. The technique for proper insertion of the head set was reviewed with the patient. The patient discarded the kinked infusion sets so he cannot return them. On follow up, the patient stated his blood glucose levels have returned to normal and he is feeling fine. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.